Manufacturer narrative:
Age at time of event: 40 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in common iliac vein. A 18x90/10fr uni plus 75cm wallstent endoprosthesis catheter was selected for use. During deployment, the stent "bulked" and it would not deploy correctly, so the stent was removed. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the shaft buckled when it went inside the patient and stent wouldn't come out. It was not deployed so they just pulled the delivery system out and the delivery system was disposed.

Event description:
It was reported that stent damage occurred. The target lesion was located in common iliac vein. A 18x90/10fr uni plus 75cm wallstent endoprosthesis catheter was selected for use. During deployment, the stent "bulked" and it would not deploy correctly, so the stent was removed. The procedure was completed with a different device. There were no patient complications reported.